Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility. Fse conducted troubleshooting and found the filter element was clogged, causing pressure back toward the rotary valve (pressure was up to 15.8 after tightening the sample loop). Fse replaced the inline filter and sample loop. The pressure went down to 9.2 and remained at a steady state. The customer ran quality controls (qc) and the results were within acceptable range. The g8 instrument was performing as intended, no errors or leaks. No further action was required. A 13-month complaint history review and service history review for serial number (B)(4) from 21-nov-2016 through (B)(6) 2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6: troubleshooting, error 101 pressure low is generated when the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the reported event was due to clogged filter.

Event description:
On (B)(6) 2017, customer reported getting 101 pressure low error on the g8 instrument. Customer also reported of a leak coming from tubing at the rotary valve. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.